Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9050872. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Our quality engineers subjected the submitted device to leakage testing finding a small breach on the underside of the catheter tubing. Based on the size of the wound and the placement, our engineers determined that this may be caused by an attempted repuncture however without additional details on the method of use this cannot be confirmed h3 other text: see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked blood during use at the needle hub after the puncture. This occurred on 2 separate occasions, but the patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that blood leakage at needle hub after completed penetration." Google translation: "after the puncture from the needle seat leakage, spray-like, today occurred 2 such incidents."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked blood during use at the needle hub after the puncture. This occurred on 2 separate occasions, but the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that blood leakage at needle hub after completed penetration." Google translation: "after the puncture from the needle seat leakage, spray-like, today occurred 2 such incidents."